Event description:
Novasure. I like so very many others (I am part of a support group) have had nothing but negative side effects from the novasure. Pain that is along the same pain as labor, and sometimes worse. It lasts for days, following a similar pattern to a period. For 4-6 days a month the pain is so severe that even while taking pain medications and laying on a heating pad, I am unable to get out of bed. Novasure has ruined my adventurous and active lifestyle. Please investigate into this, and help prevent life destruction from happening to more women.